Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that during the pump refill, the physician¿s assistant (pa) was unable to locate the pump reservoir. The patient was placed under x-ray and the pa was able to locate it. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had lost a significant amount of weight (40 plus per the patient). The patient was referred to a neurosurgeon to have the pump repositioned. It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.